Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at medicon due to expire of stock period after visual inspection. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Discarded at medicon due to the expire of stock period after visual inspection.

Event description:
It was reported that while infusing medicine, the alarm went off ¿dropping failure emitted¿. The line was flushed with saline, but the situation did not improve. Confirmed catheter damage; allegedly the operator repaired the damaged part of the catheter with a repair kit and flushed the catheter using a syringe. Leakage was then found on other sections of the catheter. The operator opened another repair kit; repaired the leak, flushed the line and noted an additional leak that was not repaired. The medicines which were administered for the patient were cosmegen (actinomycin), dormicum (midazolam) and ravonal (thiopental sodium).